Event description:
A zoll distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was treated at 16:57:52 on (B)(6) 2014 while in the hosp. Rapid atrial fibrillation (155 bpm) contributed to the false detection. The patient was conscious. The response buttons were not used during the event. The patient did not seek medical attention and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the patient sustained a serious injury. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date(s): monitor (B)(4) - 09/2014 - initial use, electrode belt (B)(4) - 10/2012 -reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).